Event description:
Catheter sheath became disconnected from hub. Once catheter has been sutured in place, it is very difficult to tighten connection. Usually requires cutting the suture. Product rptr used before was a one-piece design, so this problem was avoided. No injury to this pt that rptr's aware of; however if disconnection went unnoticed for any length of time, could result in significant blood loss.